Event description:
This unsolicited case from united states was received on (B)(6) 2018 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and the same day the patient had pain, redness in both knees, swelling in both knees/swelling was so bad, she could not sit down to urinate; after 3 days patient had began to run a fever; after unknown latency the patient needed to have a walker for mobility, swelling was so bad, she could not sit down to urinate; also, device malfunction was identified for the reported lot number. No relevant medical history, past drugs and concurrent condition was reported. Prior to the injections on (B)(6), she'd received the injection every six months, in both knees, since (B)(6) 2013. Prior to the injection on (B)(6), she experienced relief of her osteoarthritis from synvisc-one. She has no known allergies. She is not a diabetic. She is not immunodeficient, nor is she taking medication that can suppress her immunity. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (lot number: 7rsl021 and expiration date: not reported) for osteoarthritis in both the knees. Later in the night, patient started to experience pain, swelling and redness in both knees (latency: 0 day). Three days later, patient began to run a fever. Patient needed to have a walker for mobility for 7 days after the injections (latency: unknown). The swelling was so bad, patient could not sit down to urinate (latency: unknown). The physician instructed to ice the affected knees. The initial complications seemed to have subsided, but patient still had not experienced relief from the injection. Patient had not seen her physician since (B)(6). Patient had an appointment with the physician. Corrective treatment: ice for needed to have a walker for mobility, swelling was so bad, she could not sit down to urinate, redness in both knees, pain in both knees, swelling in both knees/swelling was so bad, she could not sit down to urinate; not reported for rest outcome: recovering for all a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for needed to have a walker for mobility and device malfunction pharmacovigilance comment: sanofi company comment dated 17-jan-2018: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced to have pain in both knees, swelling of knees, needed to have a walker for mobility, joint range of motion decreased, localised erythema, and fever. Temporal relationship can be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the event to the product cannot be excluded.

Event description:
Based on additional information received on 26-apr-2018 from physician, this case became medically confirmed. This unsolicited case from united states was received on 09-jan-2018 from the patient. This case concerns a 59-year-old female patient who received treatment with synvisc one injection and the same day the patient had pain, redness in both knees, swelling in both knees/swelling was so bad, she could not sit down to urinate; after 3 days patient had began to run a fever; after unknown latency the patient needed to have a walker for mobility, swelling was so bad, she could not sit down to urinate; also, device malfunction was identified for the reported lot number. Prior to the injections on the (B)(6) , she'd received the injection every six months, in both knees, since early 2013. Prior to the injection on the 15th of november, she experienced relief of her osteoarthritis from synvisc-one. She has no known allergies. She is not a diabetic. She is not immunodeficient, nor is she taking medication that can suppress her immunity. Medical history included arthritis and essential hypertension, cesarean section, tonsillectomy. Patient was non-smoker (for personal reasons), no alcohol use, no caffeine use and no illicit drug use. Patient had a family history of malignant neoplasm (mother, father and brother). Patient was allergic to codeine derivatives. Concurrent conditions included left knee pain, right knee pain, primary osteoarthritis of left knee and primary osteoarthritis of right knee. Concomitant medications included nadolol (corgard), cyclobenzaprine hydrochloride (flexeril) and meloxicam (mobic). On (B)(6) 2017, the patient like to repeat the synvisc one injection. Same day patient underwent musculoskeletal exam of the bilateral knees. Patient also underwent x-ray examination and the findings were there was advanced medial joint space narrowing with an obvious varus deformity. There were large osteophytes and subchondral sclerosis consistent with advanced degenerative changes. The lateral compartment appears relatively preserved. This was grade as keiigren and lawrence 4. The same day, patient received synvisc one injection (batch number: 6rsl048; expiry date: oct-2019) at a dose of 6 ml for osteoarthritis, inflammation and joint pain. On (B)(6) 2017, the patient underwent x-ray of right knee and left knee and findings were: there was advanced medial joint space narrowing with an obvious varus deformity. There are large osteophytes and subchondral sclerosis consistent with advanced degenerative changes. The lateral compartment appears relatively preserved. This was grade as keiigren and lawrence 4. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (lot number: 7rsl021 and expiration date: may-2020) at a dose of 6 ml for osteoarthritis in both the knees, inflammation and joint pain. Later in the night, patient started to experience pain, swelling and redness in both knees (latency: 0 day). Three days later, patient began to run a fever. Patient needed to have a walker for mobility for 7 days after the injections (latency: unknown). The swelling was so bad, patient could not sit down to urinate (latency: unknown). The physician instructed to ice the affected knees. The initial complications seemed to have subsided, but patient still had not experienced relief from the injection. Patient had not seen her physician since the 15th of november. Patient had an appointment with the physician. On (B)(6) 2018, the patient presented to the office for an evaluation of his bilateral knee osteoarthritis. The review of systems found to be normal. Patient's active problems included left and right knee pain, primary osteoarthritis of left knee and primary osteoarthritis of the right knee. Patient underwent musculoskeletal exam of the bilateral knees: patient was walking with an obvious limp and antalgic gait. Patient utilizes an assist device. The patient showed varus alignment. The patient was tender to palpation primarily along the medical joint lines. There was an infusion, there was no erythema or warmth. Range of motion was limited and associated with crepitus. There was mild degree of atrophy of the muscles surrounding the knee. With valgus stress testing, there was mild gappling medially consistent with loss of medial joint space. Motor strength is 5 over 5 in all groups tested but was slightly inhibited by discomfort. Sensory examination was within normal limits. Ongoing management was discussed with patient and she wished to continue with conservative care. On unknown date, the patient recovered from all the events. Corrective treatment: ice for needed to have a walker for mobility, swelling was so bad, she could not sit down to urinate, redness in both knees, pain in both knees, swelling in both knees/swelling was so bad, she could not sit down to urinate; not reported for rest outcome: recovered/ resolved for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and results were received for the same. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for needed to have a walker for mobility and device malfunction follow up information was received on 05-feb-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 26-apr-2018 from physician. This case became medically confirmed. Therapy details of synvisc one (dose, expiry date and additional indications) were added. Lab results were added. Medical history, family history, concurrent conditions and concomitant medications were added. Outcome for all the events were updated as recovered/ resolved. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 26-april-2018: the follow up information does not change the prior assessment of the case.this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced to have pain in both knees, swelling of knees, needed to have a walker for mobility, joint range of motion decreased, localised erythema, and fever. Temporal relationship can be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the event to the product cannot be excluded.